Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that the surgeon was unable to change the program during the phacoemulsification procedure. The problem persists even after rebooting. Patient impact is unknown. Multiple attempts have been made to gather additional information, but neither patient identifiers nor patient status have been provided.